Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit alarmed lost sensor connecting to glucose sensor simulator due to faulty connector on mother board. Unit received with cracked case at display window corners, lcd window and belt clip slot. Unit received with broken reservoir tubelip. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir lip got caught on shirt while changing causing reservoir lip to break. Customer's blood glucose was 175 mg/dl. Customer was advised that insulin pump would need to be replaced.